Event description:
It was reported that a pt underwent an obturator sling procedure in 2008. Post-operatively, the pt performed self-catheterizations for approximately one and one half weeks. The pt then healed and had no problems except urinary hesitancy until 2009. At this point, the pt had a severe bladder infection and was given antibiotics, and seemed to heal. Within a week, the pt had severe pain in the vaginal area. The pt saw the doctor who had inserted the sling and was checked twice for bladder infection which was negative. The pt had twelve doctor appointments. The pt was experiencing extreme pain and had to self-catheterize. A second doctor determined the sling tape was too tight. The next day, the pt underwent a cutting of the tape/release procedure. The doctor told the pt that the tape was within cells of the urethra and because of that she inserted a foley catheter, and the pt will have a bag for at least a week. The pt is in a lot of pain and is worried that the tape on the left side will need to be removed also because that area still feels raw.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.